Event description:
It was reported that the bd syringe 3ml ll w/ndl 25x1 rb had foreign matter. The following information was provided by the initial reporter: material#: 309581, batch#: 4345489. Rcc received a complaint via email. Material: 309581, batch: 4345489, was found to have "goopy" stuff stringing between the top inside of the syringe and the stopper. I was sent pictures and it appears to be excess stopper lube.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter five photos of a 3 ml luer-lok syringe (part number 309581) were received and evaluated. All images appear to show the same syringe from different angles. The syringe is fully assembled, loose, and exhibits excessive silicone stringing from the roof of the barrel to the stopper. This condition is non-conforming to product specifications. It is possible that the material observed, described as ¿goopy stuff,¿ is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been used in this application for over 25 years, with an estimated distribution well in excess of 30 billion units. No reports are known of adverse clinical effects associated with these products and the unintentional delivery of silicone fluid lubricant. Potential root cause for the excessive silicone defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4345489. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.